Event description:
The user found the stent was kinked at a drainage hole when he straightened the pig -tail using the supplied straightener. He used another one to complete the procedure. Prior to patient contact. No additional information.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-4 device of lot c1937388 was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution all zebd-7-4 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. A review of the manufacturing records for zebd-7-4 of lot number c1937388 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1937388. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1937388. It should be noted that the instructions for use state the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force, whereby the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: failure identified: stent kinked. Confirmed quantity of 1 device, prior to use. Investigation findings conclude a non-definitive root cause of excessive force. The kink may have occurred while being straightened as it was being loaded onto the wire guide. According to the initial report, this occurrence was prior to patient contact. The complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation on 07-dec-2022 and an update to the investigation conclusions.